Manufacturer narrative:
The pump received with missing segments due to cracked and bleeding lcd glass. The pump had no blank display noted. The pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call of issues with customer's insulin pump. The mother states the customer had blank display. The customer had dropped the pump. The customer's blood glucose level was 113mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.